Event description:
As reported: "difficulty extracting an implant whilst using a stryker extraction set". Patient had a femoral fracture.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the outer surface of the returned device shows signs of frequent usage with all the scratchers and deformed edges. Overall no major defects or deformities can be observed on the device. A pre-surgical function test was performed on the returned device and was found to be fully functional. Hence the alleged issue could be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation and information provided the exact root cause could not be established. However, most likely the failure seems to be a user-related issue. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the outer surface of the returned device shows signs of frequent usage with all the scratchers and deformed edges. Overall no major defects or deformities can be observed on the device. A pre-surgical function test was performed on the returned device and was found to be fully functional. Hence the alleged issue could be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation and information provided the exact root cause could not be established. However, most likely the failure seems to be a user-related issue. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "difficulty extracting an implant whilst using a stryker extraction set". Patient had a femoral fracture.